Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical usage were observed. The safety lock on the cutter was disengaged and the actuation button was fully depressed. The cutter was in the deployed state with the actuation button approximately 1 inch inside the tool. No visual deformities or signs of tampering to the device were observed. Based on the return condition of the device, the reported failure mode "mechanical issue; cutter" was not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure with hs iii proximal seal system 4.3 mm, after unlocking the 4.3 cutting device and positioning appropriately, the cutter required great force to engage. The aortotomy was aborted and device further inspected to verify safety was indeed unlocked. After verification of this, the cutter was repositioned and again great force was applied to the engagement button. Again the aortotomy was aborted and device inspected. Upon verification for a 3rd time, the device was positioned and with an enormous amount of force the cutter engaged. The heartstring was then inserted into the aorta and the anastomosis was carried out in a usual fashion. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) . A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure with hs iii proximal seal system 4.3mm, after unlocking the 4.3 cutting device and positioning appropriately, the cutter required great force to engage. The aortotomy was aborted and device further inspected to verify safety was indeed unlocked. After verification of this, the cutter was repositioned and again great force was applied to the engagement button. Again the aortotomy was aborted and device inspected. Upon verification for a 3rd time, the device was positioned and with an enormous amount of force the cutter engaged. The heartstring was then inserted into the aorta and the anastomosis was carried out in a usual fashion. The hospital did not report any patient effects.